Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit powers on without manual intervention.

Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on (B)(6) 2015 and performed to specification, alongside random manual power ons, up to the final history log entry on (B)(6) 2016. The device was used during clinical studies in (B)(6) which would account for the random manual power ons recorded in the history log. (B)(6) initially contacted the sponsor lead in heartsine technologies ltd. To report the issue. They reported hearing the device turning on whilst in transit in the fire trucks and/or whilst running to an emergency situation. As the device is placed in the pelican case on its side, the study coordinator felt that it was very possible that the device's on/off switch could be activated by movement of the device against the wall of the case. However as a precaution, the study sponsor asked for the devices to be returned and evaluated through heartsine's complaints process to rule out any device fault. Two manual power ups of ten minutes duration were recorded in the device memory on (B)(6) 2016. A test pad-pak was inserted into the device and passed several self-tests. Test therapy was carried out, the device delivered a test shock without fault with an acceptable measurement recorded. No fault was found with the returned device. The device switching itself on automatically may be as a result of a contributing factor i.e. Storage of the device which allowed for the on button to be inadvertently pressed. The (B)(6) team confirmed that the device was stored in a pelican case and had expressed concern regarding the inadvertent activation of the on/off button during storage and transit within the case. During the investigation, the device was stress tested over two 48 hour periods, while performing a self-test every 20 minutes. This testing would be the equivalent to over 5 years of service. No fault was found with the device during this period.